Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was under delivery. The customer¿s blood glucose level was 140 mg/dl, 110 mg/dl, 90 mg/dl, 139 mg/dl, 140 mg/dl, 209 mg/dl, 126 mg/dl, 153 mg/dl, 143 mg/dl and 142 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).